Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 30 stent successfully implanted in the bifurcation of the right common carotid artery during the study index procedure. The patient had no neurological deficit post-procedure upon leaving the angiography suite. The patient had an adverse event reported of non-q-wave myocardial infarction post-procedure that necessitated coronary angiography. The event was reported to be related to the study procedure and was unrelated to a cordis product. The patient was discharged the day after the index procedure. Additional information has been requested. Approximately eleven months after the study index procedure, a duplex ultrasound was done and restenosis of the previously implanted precise stent was reported. Additional information has been requested.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 30 stent successfully implanted in the bifurcation of the right common carotid artery during the study index procedure. The patient had no neurological deficit post-procedure upon leaving the angiography suite. The patient had an adverse event reported of non-q-wave myocardial infarction post-procedure that necessitated coronary angiography. The event was reported to be related to the study procedure and was unrelated to a cordis product. The patient was discharged the day after the index procedure. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that the patient had a precise 8 x 30 stent successfully implanted in the bifurcation of the right common carotid artery during the study index procedure. The patient had no neurological deficit post-procedure upon leaving the angiography suite. The patient experienced a non-q-wave myocardial infarction post-procedure that necessitated coronary angiography. The event was reported to be related to the study procedure and was unrelated to a cordis product. The patient was discharged the day after the index procedure. Attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The patient's medical history includes: previous cea/recurrent stenosis, hyperlipidemia, and hypertension. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15246992 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Myocardial infarction is a known potential adverse event associated with stent implantation procedures. However in this case there is no medical evidence to suggest a relationship between carotid artery stent implantation and the reported mi. Additionally, the patient was discharged the day after the index procedure and the reported mi. No conclusion can be drawn between the device and the reported event, however, the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Corrected data: the patient did not have any restenosis noted (as previously reported). The patient was asymptomatic for the index procedure. The target lesion was the bifurcation of the right common carotid artery. The target lesion was reported to be: a 90% stenosis, 20 mm length, 6.0 mm reference diameter, moderately calcified, and mildly tortuous. The lesion was pre-dilated. A 6 mm angioguard embolic protection device was deployed. A precise 8 x 30 stent was deployed at the target lesion. The residual stenosis was 10%. The angioguard device was successfully retrieved and debris was noted. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt

Manufacturer narrative:
The patient was asymptomatic for the index procedure. The target lesion was the bifurcation of the right common carotid artery. The target lesion was reported to be: a 90% stenosis, 20 mm length, 6.0 mm reference diameter, moderately calcified, and mildly tortuous. The lesion was pre-dilated. A 6 mm angioguard embolic protection device was deployed. A precise 8 x 30 stent was deployed at the target lesion. The residual stenosis was 10%. The angioguard device was successfully retrieved and debris was noted. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.